Manufacturer narrative:
Global spine journal 2024, vol. 14(7) 2106¿2115 © the author(s) 2023 article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177/21925682231170613 journals.sagepub.com/home/gsj. B3. Event date is unknown. B5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding, trabecular bone remodeling after posterior lumbar interbody fusion: comparison of three-dimensional porous tantalum and titanium-coated polyetheretherketon interbody cages multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: capstone ptc. Among all capstone ptc, patients adverse events / device product performance issues included: 38 incidences of cage subsidence. In two levels of tip cages that exhibited no tbr both 3 months and 1 year after surgery, pseudarthrosis occurred, and for one level that exhibited no tbr (trabecular bone remodeling) 3 months after surgery, revision surgery was necessary because of device failure. No further information was provided pertaining to medtronic products.